Event description:
The patient was intubated in the or with a 4.0 cuffed et tube. Upon arrival to the picu he had to be reintubated with a 4.5 cuffed ett. After attempting to deflate the cuff it became apparent that the cuff was defective and not effective at maintaining any volume of air. After the patient was safely reintubated we tested the 4.0 tube and could hear an audible leak when we tried to inflate the defective cuff.